Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced syncope on four separate occasions since implant of the implantable pulse generator (ipg). Reprogramming was done for the device's rate drop response (rdr) feature. The device remains in use. No further patient complications have been reported as a result of this event.